Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 was times out and returns to the login screen after remaining idle. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was timing out during periods of inactivity and redirected users back to the login screen after remaining idle. A technical support specialist (tss) dialed into the station and disabled power saving settings on the universal serial bus (usb) and network interface card (nic). The customer requested an extended menu screen timeout, which was updated through device settings after guiding them through the process. The timeout change was applied successfully. The system functioned as intended after the technical support specialist troubleshot the issue with the device.